Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading at time of the call was 300mg/dl. It was reported that the customer was unconscious at time of admission. Troubleshooting was performed. The mother attempted to remove the battery cap with no success. The mother stated that the customer did not receive any alarms and no additional boluses were delivered prior to his admission. Also, it was reported that the insulin pump was removed at time of the customer hospitalization and the display was blank when the device was returned to customer. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with a stripped battery cap. After testing, it was concluded that the device operated within specifications.